Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose level was 426 mg/dl. Customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer¿s other blood glucose level was within 300 mg/dl to 500 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.